Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023. Investigation summary: one sample received by our quality team for investigation. Upon visual evaluation, leakage past the stopper can be observed. Barrel do not present any damage that could have deformed their shape. The stopper is correctly assembled, when the syringe is disassembled the plunger do not show any defect. Further testing was conducted on the sample, no sign of leakage occurred. A device history review was performed for reported lot 2212067, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringes the drug leaked along the plunger. The following information was provided by the initial reporter, translated from french: when preparing a syringe, filling it with propofol, the drug leaked along the plunger. The black seal of the plunger was soaked with propofol. The syringe was quarantined for material vigilance and a new syringe was prepared (of the same reference and lot). The syringe was kept for expertise. Clinical consequences and current status of the patient or person involved: none.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ concentric luer lock syringes the drug leaked along the plunger. The following information was provided by the initial reporter, translated from french: when preparing a syringe, filling it with propofol, the drug leaked along the plunger. The black seal of the plunger was soaked with propofol. The syringe was quarantined for material vigilance and a new syringe was prepared (of the same reference and lot). The syringe was kept for expertise. Clinical consequences and current status of the patient or person involved: none.